Manufacturer narrative:
On (B)(6) 2025, the patient reported skin irritation in the form of blisters and red rash while utilizing the electrode - patch - universal 2 channels. The patient did seek medical treatment was prescribed medication. There is no report that the patient treated with over-the counter medication. The patient did take a break in service for 3 days. The patient did follow instructions for skin prep and did not report skin sensitivity/allergy to adhesives/metals. The universal patch was not returned for evaluation. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms: age extremes, as the patient is 2 years old. The product labeling advised patient of alternative options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
On (B)(6) 2025, the patient reported skin irritation in the form of blisters and red rash while utilizing the electrode - patch - universal 2 channels. The patient did seek medical treatment and was prescribed medication. There is no report that the patient treated with over-the counter medication. The patient did take a break in service for 3 days. The patient did follow instructions for skin prep and did not report skin sensitivity/allergy to adhesives/metals.